Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.